Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction was added). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 17-nov-2017 and 22-nov-2017 (processed with clock start date of 17-nov-2017) from a non-healthcare professional. This case concerns a patient of unknown demographics who received treatment with synvisc one and later few days after starting treatment had pain and swelling, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at the dose of 6 ml, once (indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) , few days after starting treatment the patient had pain and swelling. Corrective treatment: not reported for all the events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on 17-nov-2017. The initial information was received on 17-nov-2017, hence the clock start date was updated from 22-nov-2017 to 17-nov-2017. Product dose was added. Text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: case concerns a patient who has experienced pain, and swelling after receiving synvisc one injection from the recalled lot. Although exact event dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.